Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined. E4 should have been left blank on manufacturer device report 1220648-2025-25697.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia.

Event description:
The user facility reported a patient with st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced limb ischemia within hours of support. The impella was implanted without any issues via the right femoral artery. The patient had little pulses to bilateral extremities prior to impella insertion thought to be from diabetes and large amount of vasopressor support. The peel-away sheath was left in place and pressurized. Impella secured. Reportedly, the physician was aware of no pulses in extremities; the patient was transferred to the unit on impella mcs. However, after approximately seven hours of support the impella cp device was removed due to limited flow in the leg. The patient required increased vasopressor support overnight and reported to be stable following the event.